Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on ECMO (extracorporeal membrane oxygenation) support via centrimag with a euroset oxygnator. There was a no flow alarm and s3 alarm noted on the monitor on (B)(6) 2021. The centrimag console screen was blank, the pump was running (turbulence visualized and motor was heard audibly). It was attempted to silence the alarm but it persisted. Per centrimag recommendations for an s3 alarm, the patient was switched to backup centrimag motor and console. The patient tolerated the console/ motor change. Related MFR#: 3003306248-2021-04037.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days (26aug2021 ¿ 27aug2021, 01sep2021 ¿ 02sep2021 per time stamp). Events occurring on 01sep2021 ¿ 02sep2021 took place during lab testing at abbott. The console was operating a motor at a speed of ~5100 rpm with a flow of ~5.4 lpm. On 27aug2021 at 03:49:26, an ¿sf_ifd_shutdown_detected¿ sub fault activated, triggering a ¿system alert: s3¿. The motor speed dropped to ~3100 rom and the flow dropped to 0 lpm at 03:49:29. A ¿set pump speed not reached: m5¿ alarm activated at 03:49:32 and was followed by a ¿motor alarm: m4¿ at 03:49:41. These alarms were able to be muted. At 03:50:03, a ¿flow signal interrupted: f2¿ alarm activated. This alarm was able to be muted and cleared, but continued to activate. The pump was stopped due to user request at 03:52:17. The system was shut down at 03:55:01 and was power cycled. The alarms were no longer active. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the service depot and was evaluated and tested; however, the reported event was not able to be duplicated or verified. The motor was tested with the returned and associated 2nd generation primary console and flow probe. The motor ran for an extended period and no alarms were active and no issues were observed. The motor performed as intended. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected and found to be okay. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.